Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a severely calcified vessel. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.